Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not functioning properly. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not functioning properly. The epg passed all incoming functional testing. It was indicated that epg had multiple damaged external components. At the request of customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.